Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 522 mg/dl. The customer was treated with insulin drips and fluids. The customer was admitted to (b)64) at (B)(6) 2015. The patient was advised that we are sending transmitter charger. The patient was offered to troubleshoot for insulin pump and equipment and she declined. The customer said that the insulin pump was working, it was the stomach flu that caused the patient to have high blood glucose.